Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (reaction). Evaluation conclusions: inherent risk of procedure ¿ (reaction). (B)(4).

Event description:
During index procedure, two in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the right sfa. It is reported that approximately 3 days post index procedure, the patient experienced urticaria body trunk. Investigator assessed the event is not related to the study device, possibly related to the study procedure and remotely related to paclitaxel. It is reported that the event is resolved.

Manufacturer narrative:
Cec adjudicated that the event was related to the device, procedure and paclitaxel.